Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 433 mg/dl which was treated with syringe. Customer did not reported a symptoms related to high blood glucose. It was unknown if the auto mode feature was active at the time of event. Customer received sensor signal not found alert. The insulin pump will not be returned for analysis.